Manufacturer narrative:
The device has not been returned to lifewatch. Upon its return, the device will be evaluated. (B)(4). Associated accessory device: act monitor, model # com001, (B)(4).

Event description:
Patient's mother (patient is a minor) reported that the white electrode melted or shorted out and burned her daughter. No medical intervention was required, non prescription neosporin and burn cream was used for treatment. Patient's mother did not recall the name of the cream. A replacement device was sent and the patient continued her monitor service. The patient started service on (B)(6) 2011. The patient's mother did not notice anything unusual about the device before this occurred. The patient's mother described the burn as a red mark the size of the metal snap that blistered.